Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) went into ventricular fibrillation (vf) arrest. It was observed that 8 shocks were delivered without success, however a single external shock was delivered successfully. Boston scientific technical services (ts) discussed that therapy was exhausted and the rhythm would need to break and be re-detected for further therapy to be available. Ts discussed that the device sensed and treated the rhythm appropriately. Over one week later the patient went in for a revision procedure where it was noted the high voltage pins on the right ventricular (rv) lead were reversed in the header of the cardiac resynchronization therapy defibrillator (crt-d). During the revision the patient was successfully converted with a 31 joule shock once the lead pins were correctly placed in the header. However another attempt was made five minutes later, which did not convert with a 31 joule or a 41 joule shock. The physician added another manufacturer's subcutaneous (sq) array which converted the patient successfully with a 31 joule shock. The svc coil on the rv lead was surgically abandoned, however the distal coil and pacing portion of the lead remain in service with this crt-d. No additional adverse patient effects were reported.